Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient was having a lot of problems with stimulator. Pt has been trying to reach out to the local manufacturing representative (rep) and was not able to. Sometimes the stimulator did not go on. Sometimes patient would turn stimulation off and go to bed and stimulation would come on. Patient had to jump up and shut stimulation off. Patient said it seemed like it was only half functioning. The issues started 6-7 months ago. Patient could not get any help. The healthcare provider told patient to call the manufacturer. Patient mentioned the healthcare provider was trying to get a representative but had not gotten through to anyone and nobody called hcp back.